Event description:
It was reported that the ventricular lead exhibited high threshold. The lead was capped and replaced. The patient was in normal condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.